Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the large volume pump module was involved in an over infusion of normal saline on (B)(6) 2024 at 1132. The device was hooked up to the patient, set at 100ml/hr, and two (2) hours later the air-in-line alarm went off. When they went to check on the alarm, they saw that all the fluids in the bag had been infused into patient, 1000ml had infused over 2 hours and 27 minutes. After the event, the primary rn checked a finger blood sugar, monitored for urinary retention via bladder scanning, and was ordered to draw a bmp per the attending nurse. After monitoring patient after event, no there was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was involved in an over infusion of normal saline on (B)(6) 2024 at 1132. The device was hooked up to the patient, set at 100ml/hr, and two (2) hours later the air-in-line alarm went off. When they went to check on the alarm, they saw that all the fluids in the bag had been infused into patient, 1000ml had infused over 2 hours and 27 minutes. After the event, the primary rn checked a finger blood sugar, monitored for urinary retention via bladder scanning, and was ordered to draw a bmp per the attending nurse. After monitoring patient after event, no there was no harm to the patient.